Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), paravalvular leak (pvl) and central valve regurgitation (cai) are potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Central regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause for the valve regurgitation could not be determined. However, cardiac remodeling and progression of disease process may be contributing factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), approximately 4 years post implant of a 23mm sapien valve in the pulmonic position, moderate to severe regurgitation was observed. A 23mm sapien xt valve was implanted within the sapien valve. The sapien xt valve was implanted in a perfect position and the regurgitation was immediately resolved. A perceived cause for the valve regurgitation could not be determined.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.